Manufacturer narrative:
Conclusion: the involved devices were not returned for testing and confirmation. Testing conducted with the returned same lot packaged samples did not replicate the disconnects or leakage problems. The exact cause(s) of the reported problem remain unknown.

Event description:
Complaint rec'd. Concerning disconnect(s)/leakages with use of 12549 7" smallbore ext. Sets w/remv microclave; d bd catheters and kendall PICC lines. It was reported that secure connections to the catheter hubs are not able to be maintained, resulting in disconnects and leakages. It was also reported that there have been at least two incidents in the nicu where the disconnect/ leakages resulted in patient blood loss. Although requested, no additional incident information has been received. There were no reported serious injuries and or adverse patient consequences. The involved devices were discarded. MFR's investigation: device return: two pkgd. 12549 from potential lot#; two pkgd. Bd insyte 24 ga autoguard and two(2) pkgd. Bd 22ga angiocath autoguard were returned for testing and analysis. Visual inspection and dimensional analysis of the returned devices/componentry recorded no abnormalities and or out of spec conditions. Cont. Engineering analysis: engineering testing of the returned 12549 device sets and mating devices were performed. The initial results recorded no mating anomalies or leakages. Additional engineering analysis and tests were conducted in attempts to replicate disconnects and or leakages. The report did note the spin collar retention analysis showed low spin collar retention values with one of the sets but no disconnects. The mated returned devices/ set-ups were leak tested at 45 psig for one minute. There were no disconnects or leakages replicated. The MFR. Has communicated and provided interim recommendations to the facility to attach the male luer first to the female luer until tight/secure, attach the spin collar and then rotate the spin collar until secure. This ensures that you are not relying on turning the collar alone to facilitate the adequate luer depth. Lot record review: a review of the mfg lot database for the two suspect lot# 18-185-sl (mfg. Date 07/2012) shows (B)(4) units; lot# 17-386-yl (mfg. Date 05/2012) also shows (B)(4) units were mfg. Tested inspected and released. There were no exception reports generated during the lot builds. The MFR. Continuous improvement initiatives have identified minor component changes to modify the luer thread patterns forward in an axial position to further address inconsistent attachment techniques. Current build reflects these improvements.